Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and loss of consciousness. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels read low (<1.1 mmol/l) (<20 mg/dl) while wearing the pod between 49 and 71 hours. The patient lost consciousness for around 15 minutes. The ambulance was called, but did not arrive or treat patient as she regained consciousness and drank 3 bottles of energy soft drink, ate chocolate bar, brownies, and oreo to raise glucose levels.